Manufacturer narrative:
The device was received for evaluation. The care giver had marked the units that were thought to be damaged in multiple locations with a black marker. A visual inspection was performed with naked eye and 10x magnification with no issues noted. The investigation indicated that the care giver was identifying each location where a slight indentation of the tubing had occurred because of the coiling and packaging of the cassette. No slices were observed on any of the 3 returned samples. In each occurrence, the tubing deformation was not sufficient to change the cross-sectional area of the flexible tubing. The slight deformations on the sets are the result of the various tubes touching in the pouch an is not an indication of a damaged set. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were three (3) homechoice cassettes that were found to have slices in the tubing after being removed from the box. The care giver stated that the scratches on the tubing appeared to be causing holes in some of the lines. The cause of the damage could not be determined. There was no patient injury or medical intervention associated with this event. No additional information is available.